Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an event where the cannula got loose after showering. Patient also suffered from an infection at site and took antibiotics to treat the infection. Patient also experienced the symptoms of tremors at the time of the event. Patient was completely cured after taking the antibiotics. No additional information available

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.